Manufacturer narrative:
Result- is segura hemisphere stone retrieval basket. Conclusion: device packaging damage. Analysis of the returned segura hemisphere stone retrieval basket revealed that the device packaging had a hole in it. Holes were identified on the top of the mylar side of the pouch within the seals. Scuff marks were present in the locations of the holes. The device was removed from the pouch when received. No issues were identified with the device. The basket opened and closed without issue when the handle was actuated. All of the basket wires were present and attached. Most likely, the holes in the pouch were due to handling the packaged device prior to use. Therefore, the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that segura hemisphere stone retrieval basket was being prepared for use in an unknown procedure. The patient was reported to be a male over 18 years of age. (Patient identifier and weight are unknown) according to the complainant, a hole was present in the inner hard plastic portion of the device packaging and not the outer flexible portion that was noticed during preparation for a procedure. The segura hemisphere stone retrieval basket was removed from service and never used within the patient. The procedure was completed with another segura hemisphere stone retrieval basket. There was no information available as to any patient complications or condition following the procedure. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that segura hemisphere stone retrieval basket was being prepared for use in an unknown procedure. The patient was reported to be a male over 18 years of age. (Patient identifier and weight are unknown) according to the complainant, a hole was present in the inner hard plastic portion of the device packaging and not the outer flexible portion that was noticed during preparation for a procedure. The segura hemisphere stone retrieval basket was removed from service and never used within the patient. The procedure was completed with another segura hemisphere stone retrieval basket. There was no information available as to any patient complications or condition following the procedure. Attempts to obtain additional information were unsuccessful.